Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and found that the nozzle, the scope connector, the plastic distal end cover and the control section all had foreign objects. It is most likely that the reported event was due to insufficient cleaning. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: switch1 did not work due to damage; the plastic distal end cover, the bending section cover, the connecting tube, the protector of universal cord on control section side, the universal cord, the protector of universal cord on scope connector side, all had a scratch; the light guide lens had a crack, and switch 4 had wear. Due to a crack on upward/downward (u/d) knob, the water tightness was lost, due to nozzle clogging the amount of water contact did not meet the standard value, and due to clogging of nozzle the water removal ability did not meet the standard value. The adhesive on bending section cover had a white-clouded area, the adhesive on bending section cover had a chip. Due to wear of angle wire; the play of up/down knob was out of the standard value, and due to wear of angle wire; bending angle in up direction did not meet the standard value. The connecting tube had a dent, the universal cord had a wrinkle, and the grip had discoloration. The customer cleaned, disinfected, and sterilized the device prior to sending it to olympus for repair. The customer reported it was unknown what the foreign material was. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges by the customer. The air/water nozzle was flushed with detergent solution. There were no other concerns listed with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has one or more switches nonfunctional. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle and the tip cover has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.